Manufacturer narrative:
Prime alarm during basic occlusion test due protruded/loose drive support disk.

Event description:
It was reported that the customer had high blood glucose and her insulin pump is alarming and squirting the insulin out during the manual prime. Customer stated that the drive support cap is protruding out on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.